Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of sense b noise. Also, smart pass was disabled. Technical services (ts) reviewed device data and suspected sense b noise due to the amplitude dropping significantly and a wavey baseline. The shocks resolved the oversensing. Ts recommended programming to secondary vector and performing isometrics and postural changes to assess sensing was appropriate. This electrode remains in service. No additional adverse patient effects were reported.